Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% and the patient became hypotensive. The valve was recaptured and the delivery catheter system (dcs) was moved to the ascending aorta to assess the situation. The patient declined further and the physician began cardiopulmonary resuscitation (CPR) and bypass. The valve and dcs were removed from the patient. After approximately 45 minutes, the physician opted to re-try the valve implant. A second valve was loaded into a new dcs and was implanted successfully. No additional adverse patient effects were reported.